Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that 05.000.008 reverse speed broken. The repair technician reported that corrosion was observed on the motor, preventive maintenance was required, a foreign substance was observed on some parts of the device, the circuit board button had failed, corrosion was observed on the housing, and the electrical cable was discolored. The cause of the issue was user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 008106 supplier lot # 008106 release to warehouse date: 07 dec 2021 expiration date; na supplier: (B)(4). No ncr's generated during production.

Event description:
It was reported the reverse speed broken on the device. No patient involvement. Device was pulled on 4/1 due to performance issues during weekly audit. All available information has been disclosed.